Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 25mm perimount valve implanted in unknown position underwent a valve-in-valve intervention after an unknown implant duration due to stenosis. A 26mm transcatheter valve was implanted within the edwards surgical device.

Manufacturer narrative:
Initially, it was reported that a patient with a 25mm perimount valve implanted in unknown position underwent a valve-in-valve intervention after an unknown implant duration due to stenosis. However, through investigation it was learned that this valve in valve procedure was performed after an implant duration of seventeen (17) years and one (1) month due to calcification leading to severe stenosis. As reported, patient presented with chest pain and suffered episodes of syncope. A 26mm transcatheter valve was successfully implanted within the edwards surgical valve patient was discharged home after the reintervention. Bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. This may present as regurgitation and/or stenosis. Nonstructural valve dysfunction or degeneration (nsvd) is any abnormality not intrinsic to the valve itself that does not involve valve components; this may present as regurgitation, stenosis, increase/high gradient, dehiscence, paravalvular leak or hemolysis. These are expected and foreseeable results in valves that have been implanted long term and are near the end of its established life expectancy. In accordance with section 4.2.4 in FDA medical device reporting for manufacturers, for valve implants equal to or greater than 10-years will not be reportable. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.